Event description:
It was reported that the unspecified bd¿ pen needle was blocked and failed to deliver medicine during use. The following information was provided by the initial reporter: "needle blocked."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 01-aug-2022. H6: investigation summary: customer returned (1) open 5mm, 31g pen needle without the tear drop label or outer cover. Customer states that the needle is blocked. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked and failed to deliver medicine during use. The following information was provided by the initial reporter: "needle blocked."